Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who walks long distances daily and does not disconnect the infusion set during exercise, experienced a low blood glucose of 63 mg/dl after exercising and self-treated with oral glucose, and the interaction included troubleshooting and education on pump use during activity. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medication intervention to treat the low glucose without hospitalization. Investigation included communication with the user, analysis of information provided, and a review focused on technique and infusion set and cartridge handling. Investigation of this case revealed no device problem with the ilet pump system, a usage problem associated with improper or incorrect procedure, and involvement of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.